Event description:
Mattress audit performed in compliance with vha. Found two ultrasound tables with foam coverings compromised. Small slits on side of ultrasound tables foam coverings. Reference report: mw5159159.